Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2018. The customer blood glucose level was over 600 mg/dl at the time of incident and the current blood glucose level was 488 mg/dl. The customer was assisted with troubleshooting for high blood glucose event. The customer was treated with manual injection and insulin drip during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms such as acidic and had yeast issue, nausea and had trouble breathing, elevated heart rate and felt sick. Customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. (B)(4)